Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issues with malfunctioning infusion sets, causing him to have high blood glucose in the 300 mg/dl range. The patient was hospitalized for diabetic ketoacidosis at one point. The customer's blood glucose was in the 300 mg/dl range all day due to a bent infusion set cannula. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.